Event description:
A territory manager (tm) contacted zoll customer support after speaking with a (B)(6) female pt to report that the pt's monitor would not power up after she replaced the battery. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (won't power up) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the monitor's failure to power on. The pt was issued a replacement monitor.